Event description:
During functional testing by a zoll sales rep, the device would not analyze. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
The sales rep isolated the malfunction to an incorrect setting on the dip switch and resolved the malfunction by putting the correct setting. The device will not be returning to zoll medical corp.